Event description:
A balloon ruptured on the first inflation during an av fistula dilatation procedure. It is unk how many atmospheres were achieved prior to the balloon rupture, and co's attempts to gain further info have been unsuccessful. There were no pt complications. This product has been destroyed by the user facility, therefore no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures of effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcifications. However, without evaluating the device, co cannot determine the exact cause for this event.